Manufacturer narrative:
Block b3: exact date unknown, event occurred year 2023. Block d6b: explant date: 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was not getting adequate pain relief despite of optimizing the program. The patient underwent a spinal cord stimulator (scs) system explant procedure and the explanted device components were not returned.